Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported thumb advancer/sheath split issues were confirmed. The investigation determined the reported thumb advancer/sheath split issues appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device via a 6f sheath after a superficial femoral angioplasty interventional procedure. Reportedly, resistance was felt when advancing the thumb advancer and the sheath did not split completely. The clip was not deployed. The vessel locator wings were retracted using the safety release mechanism and the starclose se device was removed from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.